Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated four times at 10 atmospheres for 5 seconds. However, poor inflation was observed due to the effect of hard calcification. Thereafter, the balloon ruptured when it was continuously inflated twice at 12 atmospheres for 5 seconds. The procedure was completed with a different device. No patient complications were reported.